Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer sent a vigilance report to the federal authority swissmedic. The freeze of the central station has been indicated as critical event. Because the central station does freeze sometimes, the nurses have to go to the bedside monitor to check the vital parameters of the patient. There was no direct impact, the bedside monitors are working, and the nurses are aware of the situation. The field service engineer (fse) did some testing with the on-site biomed. The central station has been replaced and the sw version of the monitors has been checked. According to the compatibility list all releases are okay. The central station is a b version which is end of life (eol).

Manufacturer narrative:
Fields d1, d2, d3, d4, g1, g4 and h4 were updated as the device information was updated to the software. The software serial number has been requested; a follow-up report will be submitted. The field service engineer (fse) confirmed problem has been solved with a commercial upgrade to central station r4.0.2. After further investigation, this is not a reportable event. All centralized processing of data and communication with connected devices halts; when this occurs, primary monitoring at the bedsides continue with both audible and visual inop's announcing the loss of centralized monitoring. If m4841a telemetry are used upon loss of communication with the central, the device will audibly double beep. If the mx40 is in use, the device display will activate and enter monitoring mode where local alarming will become enabled and a visual message of "no central monit" is displayed.

Manufacturer narrative:
D4 serial number and h4 device manufacture date were updated.